Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pump alarmed and displayed the message ¿no disposable ¿ pump will not run¿ while in use at the patient¿s home. The patient reported the pump continued to alarm and stopped running. The programmed continuous infusion rate was 0.6 ml/hour, with a total reservoir volume of 96.7 ml and a delivered volume of 4.35 ml. The pump was powered down, the clamp was closed, and the cassette was removed. No air bubbles were observed. The green tab was depressed, the cassette was tapped, and the tubing was massaged. The cassette was reattached, and the pump was powered on and restarted; however, the same alarm message was displayed. These steps were repeated a second time with the same result. The pump was then powered down, and the clamp near the PICC line remained closed. It was reported that the pump could not be stopped for longer than four hours. No patient harm or injury was reported.